Manufacturer narrative:
According to the add'l info received on march 16, 2015, the case was reopened. The case will be reassessed. As soon as investigation results are available an updated report will be submitted.

Event description:
Additional information was received on march 16, 2015: patient suffered heart failure was almost deaf and blind due to cobalt intoxication. It is also yet known, implantation performed in (B)(6) 2010 and revision performed in (B)(6) 2012. Exact dates are unknown. Dates in the MDR were taken as first, respectively last day in month.

Manufacturer narrative:
Possible causes for the reported event according to dfmea: invivo higher amount of metal ions/particles due to corrosion and wear, due to risk of difference between invivo and invitro behavior: possible, as it was reported only that high value of cocr were measured. Instable taper connection massive metal wear, due to combination of various/competitor adapter systems (wrong material/false adapter): possible, as it was reported that large diameter head was combined with a concurrent pe-inlay. Based on the given info and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However, we could identify a root cause for the issue. Since the large diameter head was combined with a concurrent pe-inlay, this case can be considered as an off-label use. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It was only reported that the patient was revised due to high cobalt and chromium levels in blood. Large diameter head was combined with pe-inlay of a concurrent company. A technical investigation was not possible to perform as the product was not returned.

Manufacturer narrative:
According to additional information received, the case was investigated again. A cocr was implanted after a fracture of a ceramic head. The IFU for zimmer endoprosthesis states: because of the risk of ceramic particles remaining in the tissue, a metal ball head may no longer be used since there would be a risk of increased wear due to third-body abrasion. Once again, therefore, a ceramic/ceramic or a ceramic/polyethylene combination must be used. Additionally, a cocr zimmer head was used with an competitor device. The IFU for modular femoral heads states: implants and implant parts must only be combined with components belonging to the same system or to components of the approved compatible systems. No liability is accepted for products of third parties that are used by the purchaser or user. Based on the given information and the results of the investigation, a root cause for the reported event was identified. Since a cocr protasul head was implanted after breakage of a ceramic head and since it was combined with a competitor device, off-label use is considered as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported, that the patient had to undergo revision surgery due to cobalt poisoning. Patient suffered from heart failure and was nearly death and blind. It is further stated that the reason for the cobalt chrome high levels was massive abrasion on a cocr protasul head (catalog number unknown) from zimmer. It was found, the abrasion was caused by ceramic particles of the preceding implanted ceramic head which fractured in situ. Additionally the cocr protasul head was combined with a pe-inlay of a competitor.

Event description:
It was reported, that after an implantation on an unknown date of a metasul large diameter head combined with a pe-inlay manufactured by aesculap, the measurement of cobalt and chromium in the blood showed severe increase of these metals. Revision surgery was conducted.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, and an investigation result be available, that changes this assessment, no amended medical device report will be submitted. (B)(4).